Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced discomfort, redness and burning sensation at the sensor site and self removed the adc device and self-presented to the emergency room where a healthcare professional who prescribed augmentin (antibiotic) and applied ice for treatment. There was no report of death or permanent impairment associated with this event.